Event description:
It was reported that the patient was not feeling any pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred for some time. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Sc-2408-56, sn: (B)(6). The returned lead was analyzed and the analysis of the returned lead could not confirm the reported event. However, visual inspection revealed that it was severed into two pieces approximately forty three cm from the distal end. No anomalies were observed on the lead aside from this damage. The damage to the lead is a result of a typical explant procedure, and it is unrelated to the reported event.

Event description:
It was reported that the patient was not feeling any pain relief. The patient underwent spinal cord stimulator (scs) system explant procedure. The explanted scs system was returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not feeling any pain relief. The patient underwent spinal cord stimulator (scs) system explant procedure. The explanted scs system was returned. No further information has been obtained despite good faith efforts.